Event description:
Device malfunction: difficult to remove, stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during an iliac artery stenting procedure through a heavily tortuous vessel, the omnilink stent delivery system would not cross through an unidentified previously placed stent. Upon removal of the stent delivery system, the stent became caught on either the previously placed stent or the sheath, pulling the stent off the balloon. After snaring the dislodged stent, the snared stent and sheath were removed from the anatomy as one unit. The vessel was not affected by the removal; however, the access site was slightly torn. There was no adverse pt sequela. Although requested, there was no add'l info provided.

Manufacturer narrative:
Off label vascular use. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.